Event description:
It was reported by service report that the cot will not fold to load in the ambulance. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Latch lever.